Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt lost stimulation coverage in the right side, but has effective stimulation in the left side. Reprogramming was unable to restore stimulation. Diagnostic testing and x-rays revealed no anomalies. The physician is treating the pt with increased medication. Note the pt has two leads from the same lot number.